Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination found that both ends of the cam tightener shaft tips had become twisted. This damage is consistent with a tightener that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming twisted and breaking off. The broken off pieces were not returned for investigation. Therefore, the reported device failure is confirmed based on the evaluation of the returned device. A review of the device history record could not be performed as no manufacturing records could be found for this part # 286840000 / lot # 0210nt combination. A definitive root cause for the cam tightener¿s double ended distal tips becoming twisted cannot be positively determined. However, noted damage suggests that the distal ends were likely subjected to higher than expected torsional forces, resulting in the cam tightener¿s distal tips becoming twisted. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Reporter is sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was using skyline acdf plate to preform a c4-6 anterior cervical discectomy and fusion (acdf). During procedure surgeon used final tightened to lock the cams when the torque shaft sheared the tip on the final cam. Surgeon was able to retrieve the tip from the patient. There was no surgical delay. Fragments were generated and easily removed. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown); unknown plate (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).